Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that about 3-4 weeks ago they had an episode where all of a sudden it felt like someone snuck up behind them and kept jabbing them with a cow prattle. Patient said they were getting electrical shots going right down their back from the middle all the way back down to the bottom of their spine. Patient saw healthcare provider (hcp) and there was a manufacturer representative (rep) there who looked at everything and said connectivity and ins was good, but could not find any problem. Patient said they were told their leads may have 'floated' a little bit. When patient left the doctor's office, they reportedly did not feel pain symptoms, so they had left the ins off until about last week. Patient wondered if the rep maybe made adjustments to stimulation, but was unsure. Patient stated that when they turn their groups on (specifically c) they cannot turn up the intensity as high as they used to be able to; gets settings not avail able around intensity settings of 7.2. Patient mentioned that they were on group b, and if they would push intensity up to 9 or 10 something, before this happened, he would be screaming and turning it off; but now when they go up that high they barely feel anything in their back even though it is on. Patient tried to go to group a and adjust settings there, but the ins needed to be charged. The patient was redirected to their healthcare provider to further address the issue; agent explained how to have another rep meet with them to further address/reprogram then ins.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.